Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator screen went blank while in use on a patient, however the unit continued to operate. The customer reported there was patient involvement with no harm to the patient.